Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that a perforation occurred. A ranger drug coated balloon was selected for a patient procedure on an unspecified date. After the ranger was placed, there was perforation of the blood vessel, and a stent was positioned. The procedure was completed with a different device.